Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact from technical support, and technical support could not confirm battery depletion and no additional actions were taken.